Event description:
On 05/25/1999, following a diagnostic procedure, a physician attempted to deploy an angio-seal device in a pt's left groin. The suture did not fully release during deployment; however, the physician was able to maintain tension on the suture and tamp the collagen per the instructions for use, with hemostasis achieved. The pt was discharged home later that day. On 06/02/1999 the pt was re-admitted to the facility with complaints of pain in his left groin and thigh area. An ultrasound was performed which ruled out occlusion and showed a pt femoral arterial system. The groin site, however, was noted to be "celluiltic". The pt was placed on antibiotics (type and duration of treatment not documented to MFR). As of 06/04/1999, there has been no further report to the MFR of add'l complication or pt sequelae.